Manufacturer narrative:
Batch review performed on 20 may 2019: lot 187778: (B)(4) items manufactured and released on 17-oct-2018. Expiration date: 2023-10-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Visual inspection performed by r&d project manger: the screw head is broken at the base of the neck. From the received piece it is not possible to determine with certainty the root cause of the event, but we can consider a possible wide bending moment applied to the screw during its insertion in the acetabulum that led to the breakage of the head. Clinical evaluation performed by medical affairs director: intraoperative fracture of an acetabular bone screw. Threaded fragment remained in the pelvis but this will not cause any adverse effect. The cause of the event is not clinical.

Event description:
During the primary hip surgery and after drilling a hole in the acetabulum for screw placement, the head of the 25mm mpact dome screw broke off while the surgeon was implanting it into the acetabulum. The broken screw fragment was recovered but the threaded portion of the screw was left in the acetabulum. The surgeon was able to successfully place a 15mm mpact dome screw into the second hole of the mpact 2-hole cup and the cup was well fixated. The surgery was completed successfully.